Event description:
A nurse from the user facility reports a problem with the haptic was noted following insertion of the intraocular lens (iol). Enlargement of the incision and a suture were required to accommodate removal and replacement of the iol. The nurse reports the surgeon was able to cut and remove the lens and replace it without apparent injury.